Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The customer provided the laboratory results from the mini etd: culture obtained (B)(6) 2021; results: 7 colony forming units of pseudomonas aeruginosa. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer contacted olympus to report two patients had a high fever and shaking chills after used of olympus endoscopes and one of their reprocessors tested positive for microbial contamination. A patient presented with a high fever and shaking chills after an unspecified procedure with bf-xt160, sn (B)(4) which is reported in (B)(6). The a second patient had an unspecified procedure with two different endoscopes: bf-p180 sn:(B)(4) & bf-uc180f ebus sn:(B)(4). After a few minutes, the patient presented with a high fever and shaking chills. (B)(6) addresses bf-p180 sn:(B)(4) and (B)(6) addresses bf-uc180f ebus sn:(B)(4). After the two patients experienced these symptoms, the customer performed a microbiological test on the four (4) etd machines in reprocessing. One (1) of the four (4) tested positive for microbial contamination with pseudomonas aeruginosa and is captured in (B)(6) for mini etd plus version model 025509, sn (B)(4). The operator of the instrument confirmed the endoscope bf-p180 sn:(B)(4) captured in (B)(6) had been reprocessed inside mini etd plus sn: (B)(4) prior to it testing positive for microbial contamination. No microbiological tests were performed on the instrument bf-p180 sn:(B)(4) and currently it is in use. Microbiological test were done on the bronchoaspirate and it tested positive for microbial contamination with comamonas testosterone. After receipt of the microbial contamination results for the one (1) etd machine, all endoscopes in the department were immediately washed, decontaminated, and highly disinfected with steris 20 concentrated sterilant ref s2009. There are 3 reports involved with this event: (B)(6) is for bf-xt160, sn (B)(4) associated with patient 1. (B)(6) is for bf-p180 sn:(B)(4) associated with patient 2. (B)(6) is for bf-uc180f ebus sn:(B)(4) associated with patient 2. This is report 2 of 3 for patient (B)(6) is for bf-p180 sn:(B)(4) associated with patient 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: d8, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to device incorrectly reprocessed.